Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via a medwatch report (B)(4) that, during a surgical procedure, the bur broke. It was also reported that the broken pieces were recovered from the surgical site. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported via a medwatch report (B)(4) that, during a surgical procedure, the bur broke. It was also reported that the broken pieces were recovered from the surgical site. It was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.